Event description:
It was reported that the patient¿s right atrial (ra) and right ventricular (rv) leads were dislodged. Both the ra and rv leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece with the helix retracted and clogged with blood. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found except for procedural damage.